Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: "specimen retrieval bag broke while trying to remove a gallbladder from a port site during a laparoscopic cholecystectomy case. Given to supervisor" additional information received from rn at [name] via e-mail on 10jul2019: "the date of the incident is in the care event chart with all the names of witnesses. No harm to the patient the bag just split apart no pieces were left in the patient. A new bag was used to retrieve the specimen. Patient went to pacu just as any other would. I don't know what other instruments were being used at the time the bag broke. The port site was enlarged prior to the bag breaking. The broken bag and box were all sent to whoever takes these items from the or." Type of intervention: "a new bag was used to retreive the specimen" patient status: "no harm to the patient"

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the event.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: "specimen retrieval bag broke while trying to remove a gallbladder from a port site during a laparoscopic cholecystectomy case. Given to supervisor;" additional information received from rn at [name] via e-mail on 10jul2019: "the date of the incident is in the care event chart with all the names of witnesses. No harm to the patient the bag just split apart no pieces were left in the patient. A new bag was used to retrieve the specimen. Patient went to pacu just as any other would. I don't know what other instruments were being used at the time the bag broke. The port site was enlarged prior to the bag breaking. The broken bag and box were all sent to whoever takes these items from the or." Type of intervention: "a new bag was used to retrieve the specimen." Patient status: "no harm to the patient."